Event description:
The customer reported high blood glucose and the paramedics were called out. The blood glucose reading was 413 mg/dl. Troubleshooting was performed. The alarm history revealed several alarms. The customer changed the batteries, cleared the alarms, but she did not correct the time and date. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.